Manufacturer narrative:
It was reported that a during procedure, with significant force an attempt was made to insert the integrated sheath into the femoral artery was performed. The delivery system was returned to abbott and investigation and found the nosecone was curved, the inner shaft contained a kink and the valve capsule was found to have a deformed twisted damage precluding the device from functional. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on images received (CT) we don't have any measurement of the vessels to justify the resistance while flexnav ds enters. The reported surgical intervention was a result of case-specific circumstances as surgical treatment of perforation was performed. The patient status was reported as stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was noted that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure, with significant force, an attempt was made to insert the integrated sheath into the femoral artery, a drop in blood pressure was noted. During the angiographic examination, it was revealed that the artery was perforated and the system had kink. After placing a graft stent in the femoral artery, a non-abbott sheath was introduced. There was no damage noted on the 27mm navitor valve. A new 27mm navitor valve and a large flexnav delivery system were chosen and successfully implanted. There was no delay in the procedure. The patient was reported stable. No additional information was provided.